Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and no anomalies were found. However, blood/body fluid was noted on the distal and proximal conductors (not obstructed), the outer insulation was breached cut, a white substance was noted on the outer insulation, outer insulation cosmetic depression and there was apparent explant damage. (B)(4) the full lead was returned and no anomalies found. However, blood/body fluid was noted on the distal conductor (not obstructed) and the outer tubing overlay and blood was noted in/on the helix/lobe mechanism.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and no anomalies were found. However, blood/body fluid was noted on the distal and proximal conductors (not obstructed), the outer insulation was breached cut, a white substance was noted on the outer insulation, outer insulation cosmetic depression and there was apparent explant damage. (B)(4) the full lead was returned and no anomalies found. However, blood/body fluid was noted on the distal conductor (not obstructed) and the outer tubing overlay and blood was noted in/on the helix/lobe mechanism. (B)(4) full lead.

Event description:
It was reported that the left ventricular lead had positioning/fixation difficulties and was replaced. During the replacement attempt, the first lead could not be placed due to patient anatomy. Another lead was implanted. No patient complications were reported as a result of this event.